Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter and a stopcock. The balloon was loosely folded with blood in the lumen and contrast in the balloon. Functional testing found no irregularities or defect with the balloon material and markerbands. The balloon inflated and held pressure for 5 minutes. Microscopic and tactile inspection revealed kinks in the shaft 6cm and 28 cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 2.00mm x 15mm emerge¿ was selected to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 2.00mm x 15mm emerge(tm) was selected to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was good.